Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. During a separate PICC removal, it was reported that a thrombosis formed and as a result, prevented the line from being easily removed. The case required intervention to remove the line. This device has not been received for eval. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.